Manufacturer narrative:
Concomitant medical products: 3058 ipg implanted (B)(6) 2016; 3889-28 lead implanted (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) appeared to be pacing sporadically on telemetry. A device interrogation indicated the crt-d was functioning normally. It was determined that the patient's sacral nerve stimulator was the likely cause of the telemetry artifact. The patient was asymptomatic during the episodes. No action was taken and the device remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.